Manufacturer narrative:
Additional narrative: investigation summary: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The screwdriver, hexagonal, small, with holding sleeve (p/n 314.020 lot 2330888) was received showing vertical cracks across the dowel pin on both sides of the handle. The handle was also darkened/discolored, the laser etchings were faded and difficult to read, and the driver tip was rounded and stripped. The holding sleeve was not returned and is missing. Dimensional inspection: dimensional inspection of the handle/driver tip was not conducted as the condition of the handle/driver tip are potential end of life indicators due to normal wear and do not require additional investigation. The missing holding sleeve was visually confirmed. Document/specification review: the drawings, reflecting the manufactured and current revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the stardrive screwdriver t15 and small hexagonal screwdriver set appear to be cracked at the handles. It is unknown if there was a patient involvement. This complaint involves two (2) devices. This report is for one (1) small hexagonal screwdriver with holding sleeve this is report 1 of 2 for (B)(4).